Event description:
It was reported by the pt, "just over three months ago, I had a pph procedure done. I was the last pt of the day and it was obviously a rush job. I had severe pain for an extended period of time, and my bowels have not been regular like they were before the surgery. Just when I thought I was getting over the worst of it, I began having lower abdominal cramping and moderate to intense pain radiating into my urinary system. When I had my first f/u with my surgeon three weeks after the surgery, he told me the staples should be out within a month and only come to see him again if I was having problems (not seeming very contentious to me). Once the problems began I arranged another appt. With the surgeon. It turned out I still had staples in my rectum during that appt. Once again he told me they would fall out in a month. A visit to a urology clinic this week verified I still have those staples three months after the surgery." Add'l info being requested.

Manufacturer narrative:
Date sent: 09/09/2009. Info is unavailable; device was not returned for eval.